Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent another procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, vaginal scarring and other unspecified problems. It was reported that patient underwent boston scientific advantage placement on (B)(6) 2007 for sui. It was reported that patient underwent takedown/excision of vaginal mesh on (B)(6) 2012. No additional information was provided.